Event description:
This late MDR is a retrospective filing for an international product with a similar us product. Dr from the hospital reported this issue to afssaps in a user report. It was reported that incorrect architect total psa results were generated. In 2008 an architect total psa result of 5.65 ng/ml was generated using architect total psa lot number 58077lf00. On the following month, another sample was obtained and a result of 0.55 ng/ml was generated using lot number 59730lf00. The sample from february was repeated using lot number 59730lf00 and a result of 3.81 ng/ml was generated. There was no report of impact to patient management.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. As there was no return patient sample available for this investigation, the performance of reagent lots 58077lf00 and 59730lf00 were examined using in house retained kits of the respective lot numbers, and in house serum based samples. The serum based samples chosen were closest in concentration to the patient sample for which discrepant results were obtained. Two runs were performed per in-house test procedures using the architect instrument with architect total psa reagent lot 58077lf00 and lot 59730lf00. Two replicates of calibrators 1 and 2 were used to adjust the calibration curve and one replicate of each level of architect total psa controls were performed to assess the validity of the calibration curve. Fifteen replicates of each of the in house serum based samples were then tested twice on one instrument to mimic the patient samples. Results obtained for the serum based samples were within the expected values and passed acceptance criteria. The test results generated for each serum based sample confirmed appropriate recovery of psa using the reagent kits, indicating that architect total psa reagent lot 58077lf00 and lot 59730lf00 are meeting their performance release specifications. Further the serum based sample results for the two lots were comparable, no major differences were observed. In addition a device history record review was performed for reagent lots 58077lf00 and 59730lf00. No anomalies were reported and all kit release specifications were met. Furthermore, a review of complaint report records registered for architect total psa (list 7k70) was performed. The reports indicated that there were no adverse trends related to discrepant patient results. The results of the investigation demonstrate that the architect total psa reagent lots in question (lot 58077lf00 and 7k70-20, lot 59730lf00) are performing within their intended use, label claims and specifications. No product deficiency was found. The root cause of the issue remains unclear as no sample was returned for further investigation and no information on the patient's clinical background was available. The architect total psa package insert, states: "specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show either falsely elevated or depressed values when tested with assay kits, which employ mouse monoclonal antibodies. Architect total psa reagents contain a component that reduces the effect of hama reactive specimens. Additional clinical or diagnostic information may be required to determine patient status" and "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or animal serum products can be prone to this interference and anomalous values may be observed.". In addition "specimens may be stored for up to 24 hours at 2-8 degrees c prior to being tested. If testing will be delayed more than 24 hours, specimens should be removed from the clot or serum separator and stored frozen at -20 degrees c or colder". Also stated in the package insert: "it is recommended to obtain specimens for psa testing prior to procedures involving manipulation of the prostate". "However, prostatic massage, ultrasonography, and needle biopsy may cause clinically significant elevations. Psa levels may also be increased following ejaculation". No deficiency was identified. This is the final report.